Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error during high performance test and insulin flow block alarm. The customer's blood glucose value was 326 mg/dl. Customer has been using insulin pump system within 48 hours of reported event. Auto mode feature was active. Customer treated for high blood glucose using insulin injection. Customer did not allege pump was under delivering. Customer reported insulin exited at the quick release. Customer reported site had a little irritation. Customer reported high performance test results had pump error and stopped delivery at 2 units after repeated test received insulin flow block. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.